Manufacturer narrative:
Device analysis report attached. This report is submitted on september 09, 2021.

Event description:
Per the clinic, there was a revision to correct an extrusion of the electrodes into the auditory canal on (B)(6) 2020.

Manufacturer narrative:
This report is filed on february 17, 2020.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6)2021. The patient was reimplanted with a new device at a later date. This report is submitted on june 4, 2021.

Manufacturer narrative:
This report is submitted on decmeber 23, 2019.

Event description:
Per the clinic, it was reported that the patient developed otitis externa which resulted in extrusion of the electrode array into the external ear canal and subsequent loss of speech understanding. Revision surgery to correct the electrode placement is planned; however, has yet to occur as of the date of this report.